Manufacturer narrative:
(B)(4). These issues occurred during (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 2000ml exactamix eva tpn bags were leaking from the middle port. The leaks were found after the bags were compounded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.